Event description:
It was reported via patient call that dyspnea, fatigue, and tachycardia occurred and that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. Following the procedure, the patient experienced tachycardia, and the patient was given intravenous (IV) medication to bring their heart rate down. The patient remained in an irregular rhythm post procedure, and the physicians recommended a cardioversion, but instead, the patient was placed on amiodarone. The patient developed covid and pneumonia while in the hospital. The patient later had their follow up transesophageal echocardiography (tee) imaging appointment on 05 december 2023, which showed a 4mm leak around the closure device. No thrombus was noted. The patient was then placed on a medication regimen of plavix and aspirin.